Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device remains in service; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of {insert name of primary code} was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an alert for atrial arrhythmia burden. Presenting electrogram (egm) showed loss of atrial capture and high out-of-range (oor) atrial pacing lead impedance. Available atrial tachycardia response (atr) episodes showed farfield r wave oversensing and oversensing of noise on the atrial channel. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received that an alert for high oor atrial pacing lead impedance was displayed. As a result, sensitivity was decreased to automatic gain control (agc) 0.5mv (milli-volts) to avoid over sensing. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an alert for atrial arrhythmia burden. Presenting electrogram (egm) showed loss of atrial capture and high out-of-range (oor) atrial pacing lead impedance. Available atrial tachycardia response (atr) episodes showed farfield r wave oversensing and oversensing of noise on the atrial channel. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received that an alert for high oor atrial pacing lead impedance was displayed. As a result, sensitivity was decreased to automatic gain control (agc) 0.5mv (milli-volts) to avoid over sensing. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.